Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the treatment was completed as planned by using frontal stand. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible. Review of the system log file showed lateral and frontal image processing computer (ippc) malfunction. As a part of repair activity, the fse replaced the ippc and installed the software. After the replacement and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that fluoroscopy was not possible. The issue was found during clinical use and resulted in a delay to the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.